Event description:
Additional information received that therapy restored post-operatively.

Manufacturer narrative:
Correction: (B)(4). It is corrected in this report.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported that patient experienced ineffective stimulation. X-rays revealed that the lead was fractured. As a result patient underwent surgical intervention where in the lead was explanted and replaced.